Event description:
User facility reported "customer received a dime size burn from unit". The unit passes inspection. The user manual includes the following warnings: keep electrodes separated during treatment. Electrodes in contact with each other could result in improper stimulation or skin burns.